Event description:
An ophthalmic surgeon reported that in the middle of a surgery a system message was displayed. The surgeon had been trying to use the laser of the system for 30 minutes unsuccessfully. The technical service was called and they succeeded to make the system function. Additional information was received from the nurse who indicated that the surgery had not been completed. Several attempts were made to obtain further details regarding this information, however it was not possible to confirm the outcome of the surgery.

Manufacturer narrative:
Sample is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Several attempts were made to obtain further details regarding this information, however it was not possible to confirm the outcome of the surgery. (B)(4).